Manufacturer narrative:
There is no further information available at this time. Should additional information become available to our company, this report will be updated.

Event description:
Boston scientific received information that during an attempted implant procedure, after one hour and twenty minutes, the physician elected to discontinue the implant process as he was unable to obtain vein access. The scrub nurse made a comment that she suspected a pneumothorax occurred, however this was not evident from fluoroscopy. The patient presented fine with no further issues. The physician will attempt a second approach at a different site at a later time.